Event description:
Boston scientific received information that this patient was externally cardioverted. The caller inquired if the external shock could have damaged the device. A review of the device data noted 15,000 inappropriate atrial tachycardia response episodes. Noise was noted on the atrial and right ventricular channels. The noise had been oversensed but did not result in inhibition greater than two seconds. Normal lead diagnostics were observed except chronically low p-wave measurements. No additional adverse patient effects were reported. A boston scientific technical services consultant stated that the external shock could have damaged the device if the paddles were over the device and it did not sound that they were. Additionally, the shock could have exacerbated any lead problems. The events varied across all hours of the day and the patient denies any external sources. The caller stated that automatic gain control was turned on and the patient will continue to be monitored. This product issue will be re-evaluated if additional details are received.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.